Event description:
It was reported the ipg was unable to establish communicate with the charger and the pt programmer for last two months. The pt will have the device replaced. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.